Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Analysis was unable to test for failed battery test alarm due to no button response. The insulin pump had a severely scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The insulin pump was received without belt clip. Analysis was unable to verify damage to belt clip. No damage noted on belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.